Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report that the reservoir housing has chipped away. The customer's blood glucose reading was 8.1 mmol/l. The customer stated that the issue was due to wear and tear. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.